Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a damaged ac/dc power supply module and a discolored and damaged key pad flex cable. In addition, the cable that connects to the internal battery in the unit was disconnected, which would have prevented the unit from being able to run on dc power. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing was in the DHR indicates that there was a manufacturing related cause for the reported event.

Event description:
It was reported that the unit will power cycle on and off intermittently and there was no error message prior to it turning off. Sometimes it will not turn on at all. The customer states that the ac power led illuminates when the ac power is applied. There was no physical interaction. The unit will not engage in monitoring. No patient injury was reported.